Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly. Troubleshooting was attempted by the physician to no avail; therefore, a replacement surgery was scheduled. There were no patient complications.